Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the universal surgical manipulator 2 (usm2) was not opening when the surgeon attempted to open the fenestrated grasper on the master tool manipulator left (mtml). The customer contacted the technical service engineer (tse) for phone assistance, usm2 had not been opening when the surgeon tried to open the fenestrated grasper on the mtml. Tse verified that no faults or errors had been encountered. The customer indicated that the surgeon had switched to another surgeon side console (ssc) and was able to proceed and continue with the case without any further issues or interruptions. The customer also noted that this issue had occurred during a prior case as well. The customer reported that a full system reboot had been performed, but that did not resolve the issue. The issue was noted to have reoccurred on the following case. The customer indicated that the problematic surgeon console was located in the back left of the room. The procedure was converted to another dv system with no reported injury.